Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer repaired this reported fault. The resolution is unknown.

Event description:
The hospital reported the unit was intermittently unable to mechanically ventilate. There was no report of patient involvement.